Event description:
During a pci procedure, balloon removal difficulties were encountered. The lesion being treated was a non-calcified, 90% stenotic lesion in the mid rca. The physician successfully deployed a cypher stent in the mid rca using a trank guide wire. The quantum maverick monorail balloon was inflated to 20 atms to post dilate the stent. During removal of the quantum maverick monorail balloon catheter, resistance was encountered. The quantum maverick monorail was advanced again after having wiped the guide wire with wet gauze outside the body, however there was still resistance. A terumo introducer sheath, a 6f mach1 fr4 guide catheter and a trank guide wire were also used in the procedure. No pt injuries or complications were reported.